Manufacturer narrative:
Investigation summary: a visual inspection revealed that there was no non conformities with the jaws. The heater element had heavy tissue debris. There were signs of clinical usage and evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specification during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities found. Based upon this observation, the reported complaint for "smoke and stopped working" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws charred, turned black, the unit emitted a high volume of smoke with each engagement, and stopped working altogether. A new kit was used to complete the procedure. There were no patient effects. The product was returned.